Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
The customer reported experiencing an allergic skin reaction on the same day he/she applied an adc freestyle libre sensor. A customer reported removing the sensor and observing ¿very intense red¿ skin at the sensor site. Customer further reported having contact with a healthcare professional who recommended/prescribed an unspecified over-the-counter cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing an allergic skin reaction on the same day he/she applied an adc freestyle libre sensor. Customer reported removing the sensor and observing ¿very intense red¿ skin at the sensor site. Customer further reported having contact with a healthcare professional who recommended/prescribed an unspecified over-the-counter cream for treatment. There was no report of death or permanent injury associated with this event.